Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that the patient's infusion device is consuming batteries too quickly and not providing an alarm to indicate they are low. It was reported that the device was not displaying w2 (battery low) or e2 (battery empty). The patient has been ill with ketones and has had to utilize insulin injections to correct her blood glucose levels. The hospital advised she increase the basal rates by 20%. The patient's mother thinks the battery is getting so low that the device is not operating correctly. The device has displayed e4 (occlusion error) and only changing the battery has cleared the error. No adverse event was reported. The infusion device was requested to be returned for product evaluation.